Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3889-28, lot# v078038, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapy. The patient does feel stimulation. Patient said, gradually, starting 6 months ago, she noticed she was not satisfied. She fell and broke her hip and got a partial hip replacement and did physical therapy. Reportedly, a fall could be related to this issue. The patient does feel stimulation in the correct area. She changed programs and increased on all 4 programs, at first it would seem like it would work but did not. Patient had a return of symptoms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they planned to make an appointment to see someone and talk about the gradual loss of therapeutic effect. Sometime they had very little leakage and sometimes a lot of leakage. The patient was confused with the inconsistency. They were controlling it by going to the bathroom often and wearing pads. If additional information is received, a follow-up report will be sent.